Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The product that was returned included a two-way handle and a trigger cord. The barrel was not included in the return. A functional test was performed on the two way handle and the wheel, the components functioned properly. A visual examination of the trigger cord was performed and all twelve (12) beads were present. The twelve (12) beads were examined using magnification and all twelve (12) beads were correctly filled. The location of the beads were verified. The length of the trigger cord was measured to be within specification. The trigger cord was intact and not broken. A review of the device history record could not be conducted because the lot number was not provided. Investigation summary: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information provided did not indicate the specific endoscope used with this ligator. Labeling on the device lists the recommended endoscope size for each reference part number. Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. A precaution listed in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use system preparation state: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient. The instructions for use state: "examine features of handle. It has two positions which control rotation. Firing position allows handle to be rotated in forward direction only. Two-way position allows handle to rotate in both directions. Prior to introducing endoscope, keep handle in two-way position." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use state: "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment. Note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The bands most likely deployed from the barrel as a result of the trigger cord being pinched between the barrel and the endoscope. It is possible that the barrel detached due to the trigger cord being pinched between the barrel and the endoscope. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use states: "prior to assembling device, routine endoscopic examination is recommended to confirm diagnosis requiring treatment of esophageal varices or internal hemorrhoids." If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. As reported to customer relations: "during an esophageal varices banding procedure when the physician reached the target site all bands fired off inside of the barrel. It appeared the string broke and unraveled. During removal of the device the barrel broke off inside of the patients mouth. The physician was able to get ahold of the barrel and removed by hand. There was no harm to the patient. The physician had the patient return the next day to do the procedure. "